Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: information was received from an hcp. The reason for call was patient needs shoulder MRI. Caller said the patient has an abbott stimulator as well that is dead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).